Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the healthcare provider (hcp) stating the cause of the intermittent connection was not determined, but x-ray results turned out good. No further actions were taken to resolve this. The cause of the shocking sensation at the pocket was not determined, but hcp confirmed it has spontaneously resolved. Troubleshooting was the x-ray done.

Manufacturer narrative:
Section d10 references: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who reported the recharger would not connect to the patient's implantable neurostimulator (ins) when they were trying to charge it, and the recharger was beeping continually. The patient mentioned that they were unable to get the recharger to connect to the ins when they used the drape, so they had to put the recharger on their bare skin and sit in a chair with their feet up and the recharger on their chest. The patient stated that their right shoulder knocked the recharger off center. The patient also stated that the recharger was quite large for someone their size, and the ins was relatively small. The patient thought the two metal contacts on the blue side of the recharger needed to be positioned over the ins, and today the patient felt like they were being shocked when they placed the recharger on their bare skin over the ins. It was reviewed the white circles on the blue side of the recharger needed to be positioned over the ins, not the two metal contacts. The patient was wearing a shirt during the call but they couldn't find the drape, so they placed the recharger over their shirt and positioned the white circles over the ins. The recharger connected to the ins immediately and maintained a connection for a few minutes, then the recharger started to beep when it lost connection. This occurred a few times during the call, but the patient was always able to re-establish the connection after they repositioned the recharger. The patient did not feel a shocking sensation at any point during the charging session. The patient was redirected to their healthcare provider to further address the coupling issue and shocking sensation. The patient mentioned a historical event which included that since implant date they have experienced moderate discomfort. The patient stated that they have experienced a shocking sensation in their upper right chest, "right at the top" of the ins. The patient said they feel the shocking sensation when they bend forward, turn on their left side, or when they have their arm in a certain position. Two weeks post implant date, the patient told their hcp that they were very, very uncomfortable and were having trouble putting their clothes on. The patient stated that their hcp finally admitted that the patient's discomfort was due to the surgical glue, which the patient said they were apparently allergic to. The patient stated that they have an appointment with their hcp on monday to further address that issue.